Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-62-user had poor technique. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back to back tests performed fasting of 325 and 137 mg/dl. Customer had also stated she had performed a meter to meter comparison and obtained test results of 325 mg/dl using truemetrix meter 134 mg/dl using another device. The customer's expected fasting blood glucose test result is 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 12/22/2018; customer was unsure of open vial date. Due to retinopathy, customer was unable to obtain results from the meter memory. Customer states that her husband assist her in doing her blood tests. Customer states she is wasting many strips getting many errors with the meter. Customer states that she run a blood test and the meter gave her erratic blood results. Customer run a blood test and got 325 mg/dl then again run another test and got 137mg/dl fasting. Customer then use her accu check and got 134mg/dl fasting.